Event description:
With the safety check air was noted in the line of milrinone post pump. Upon further checking of line, air was noted in a carrier line post pump of another line. Continued checking revealed air in line post pump of central venous pressure (cvp) that was on a pump. The air was cleared from all lines. Within a few minutes, air was noted again post pump in cvp line. Line completely changed over and thus far no further air noted. It was questioned if there was an issue with the primary lines as this was the common factor of all three lines. The lines were all going to different sites-femoral and peripheral intravenous line - and it was with different pumps.